Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report is being filed for additional information in b5, h6, and h10.

Event description:
It was reported that shortly following the system implant procedure, this left ventricular (lv) lead exhibited loss of capture (loc). It was alleged the lv and the right ventricular (rv) lead had dislodged from the original implant location. The physician attempted to reposition the lv lead but it was unable to be repositioned and was subsequently explanted and replaced with a new lv lead. The physician was able to successfully reposition the rv lead, however, damage occurred to the device setscrew during the procedure. The physician elected to also explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The lv lead was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the system implant procedure, this left ventricular (lv) lead exhibited loss of capture (loc). It was alleged the lv and the right ventricular (rv) lead had dislodged from the original implant location. The physician attempted to reposition the lv lead but it was unable to be repositioned and was subsequently explanted and replaced with a new lv lead. The physician was able to successfully reposition the rv lead, however, damage occurred to the device setscrew during the procedure. The physician elected to also explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The lv lead is expected for analysis, but has not yet been received.